Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did confirm the broken condition. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) intermate was received by the patient with the end of the tubing broken off. This was discovered prior to patient connection. The device was filled w/ sodium chloride and vancomycin. There was no report of patient involvement, medical intervention. Sample availability is unknown. No additional information is available.